Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was only twenty four hours. Customer reported of checking insulin pump due to high blood glucose and insulin pump was off. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer contacted healthcare professional regarding high blood glucose. Alarm history showed an unexpected restart alarm, signal too low alarm and a spanish anomaly alarm. Customer declined troubleshooting stating that she was fine. Customer was advised that insulin pump would need to be replaced due to excessive spanish anomaly alarms.